Event description:
It was reported by the customer that a pyxis medstation es system tower door 3 failed. The customer reported that there was no delay in the patient workflow since users managed to obtain the medications from a other station there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined tower door 3 would not recovered. A field service engineer applied conductive grease to each latch, tightened and reseated all spade connectors to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.